Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a motor (rewind issue) issue. It was reported that the rewind step was slow. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the insulin delivery could be affected.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 21-may-2018 with the following findings: review of the black box data and pump alarm history did not reveal any evidence suggestive of rewind tolerance or time-out error related to slow rewind. On investigation, the pump was powered on and rewind, load and prime sequence performed without any evidence of the pump being slow to rewind. Investigation did not duplicate the complaint and the pump was found to be operating as intended without malfunction.